Manufacturer narrative:
One device was returned for evaluation. The service history review found there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed. The reported problem could not be duplicated as the pump powers up with medfusion 3500 version 5.0.0. The cause was unknown and therefore no action was taken. The device was calibrated and cleaned as a preventative measure. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a drive, clutch motor error. There was no patient involvement.